Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and had under delivery of insulin. Customer's blood glucose value at the time of incident was 242mg/dl and current blood glucose is 236mg/dl. Customer treated high blood glucose with bolus. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Initiated supplemental report because the case was reported in error. There was no reported malfunction or serious injury.